Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 0.8, reference: 1.55, mean: 1.18, confidence limits: 1.0-1.5. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that test result comparisons met accuracy criteria. No further investigation required. Root cause of complaint could not be determined from the info provided by the customer. As reviewed on (B)(4) 2011, twenty-one discrepant result complaints were reported for lot #234589, yielding a complaint rate of 0.008%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #234589: the allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicate for both samples of strip lot #234589 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 0.8, lab: 1.55. Pt's therapeutic range: 2-3 inr.